Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0139 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by staff, leaking from this device when patient presented for chemotherapy treatment and dressing change was completed. Line was flushed as per procedure and leak observed. Inserted on (B)(6) 2019. Line has been decontaminated as per attached advice. Leaking from PICC during flushing before chemo.

Event description:
It was reported by staff, leaking from this device when patient presented for chemotherapy treatment and dressing change was completed. Line was flushed as per procedure and leak observed. Inserted on (B)(6) 2019. Line has been decontaminated as per attached advice. Leaking from PICC during flushing before chemo.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. Evidence of use and wear was present on the catheter surface. The catheter length extended up to the 55 cm depth marker. Multiple kinks were present along the catheter length and were located at the 7, 10, 12, 13, and 14.5 cm depth markers. The sample was flushed with water using a 12 ml syringe and a leak was observed near the 9.5 cm depth mark. Microscopic observation of the split location revealed a slightly angled circumferential split. The split surface was observed to be rough and granular. The split edges appeared to be rounded. The catheter was cut near the split location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The characteristics of the split and presence of kink locations along the catheter shaft suggests repeated kinking likely contributed to the reported issue. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recx0139 showed two other similar product complaint(s) from this lot number.